Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that,1 year and 4 months after the dental implant was installed in intraoral region #23, its non- osseointegration was observed. The patient presented bone type ii and the implant was installed without immediately load.